Event description:
Per the audiologist, the patient experienced a decrease in performance resulting in non use of the device. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple anomalies. Programming around the defective electrodes did not alleviate the issues. Information on explant and reimplantation has been requested, but was not available at the time this report was filed december 30, 2009.

Manufacturer narrative:
(B) (4).

Event description:
Pt underwent a laparoscopy for vaporization of endometriosis, laser uterosacral nerve ablation, and lysis of adhesions on (B)(6)2010 as an outpatient. Procedure went well, and pt was taken to the recovery room in stable condition. During the procedure, a baxter solution called adept was used - it is an anti-adhesive solution which is reabsorbed. We received word that the pt was seen in another facility on (B)(6)2010 "several hours" after the surgical procedure. She was diagnosed with (B)(6). The surgeon believes the adept solution may have caused the peritonitis as he has never seen a complication like this in many years of performing these procedures. Dose or amount: 1500 ccs, frequency: once, route: intraperitoneal. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: past history of adhesions.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery the patient was re-implanted with a new device. (B)(4).

Manufacturer narrative:
(B)(4).